Manufacturer narrative:
The device has not been returned for evaluation. Root cause cannot be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received via a clinical study that a patient experienced wound infection. No revision information was provided.